Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The patient had a do not resuscitate (dnr)advance directive and was residing in a nursing home at the time of death. An autopsy was not performed. The cause of death was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1997. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The device pneumatic system was verified and all pressures were determined to be correct and stable. There were no leaks identified. A short simulated therapy was completed successfully. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.